Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager (tm) attempted to perform an et tracker test. The tm replaced the magnetic read switch as a preventative measure, then completed a status report to specification. The part was returned to manufacturing and the investigation indicated the error could be reproduced. Conclusion: based on the results of the investigation, the root cause was determined to be a faulty magnetic read switch. (B) (4)

Event description:
Adverse event: interrupted procedure. Malfunction: tracker - magnetic read switch. A surgery center reported a laser system prompted them to verify the eye tracker during refractive surgery. The reporter indicated the eye tracker was re-engaged and the surgery was completed. She stated the pt is doing well, his vision is good, and the outcome is fine. She reported the surgeon stated the pt involved was not harmed or injured by the event. The reporter stated the surgeon declined providing additional info.